Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was no image due to a defective cable connector. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to section h4. The manufacturing date of the device is october 24, 2016.

Manufacturer narrative:
The suspect device was returned to the service center for evaluation. The customer's reported "no image, no error" issue was confirmed as there was no image due to a defective cable connector. Additionally, the rear cover labels are coming off. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (oci) service was informed the customer 4k camera head reportedly had "no image, no error" during an unspecified event. No patient injury or harm was reported to olympus. The camera will be returned for service.